Manufacturer narrative:
The j stiffener wire was received unattached to the lead body and measures approx. 87mm. Visual inspection under 30x magnification indicates the j stiffener wire fractured at the weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. X-ray of lead confirms j stiffener wire fracture.

Event description:
Device analysis is provided.